Event description:
It was reported that: the user changed the breathing circuit and reconnected the pt to the ventilator. The ventilator would not ventilate the pt and posted a large leak. The pt was manually ventilated with an alternate device. The therapist troubleshot the ventilator and replaced the breathing circuit, flow sensor, and then the expiratory valve and then the ventilator began to function normally. No pt injury reported.